Manufacturer narrative:
The healthcare professional mentioned that they checked another contour meter kit available at their facility, which had the instructions in a correct language. The customer did not have the suspected contour meter kits with missing language to be sent for evaluation. The healthcare professional did not provide the product details. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
A healthcare professional from (B)(6) alleged that two of their contour meter kits had instructions for use only in english and were missing the instructions in dutch. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.